Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'leakage in assembly¿ with a potential root cause of 'insufficient adhesive, no adhesive, incorrect or expired adhesive, incorrect bonding method, ID of sample port greater than specified, tube od smaller than specified.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this reading should not steadily decline. If you find the pressure reading drifts down, then the clamp is likely not rotated the full 90 degrees and fluid is leaking out of the system or you have a luer connector leak. Drain the system, check the luer connections and repeat the process, making sure the clamp is turned a full 90 degrees. "

Event description:
It was reported that the device leaked saline.